Event description:
Boston scientific received information that this device was explanted for normal battery depletion and was returned for testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond as the device header was slightly loose but still attached to the device case. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This product issue will be updated if additional information is received.